Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway. Name: medtronic minimed street 18000 devonshire street city northridge state ca zip code91325. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced hyperglycemia event on 26 apr 2026. The hyperglycemia was treated by fast acting insulin with pen.